Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 476 mg/dl. Customer¿s blood glucose level was 503 mg/dl at the time of incident and 223 mg/dl at the time of call. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with emergency room then admitted and intravenous injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.